Manufacturer narrative:
Varian ref: (B)(4). There have been no reports of illness or injury due to this issue. User caught the issue early enough, modified the plan and patient was properly treated. If treatment were to be performed without modification, the target would have been under dosed 10% during the course of the treatment, which could potentially contribute to a lower tumor control rate depending on the clinical situation. Primary root cause of the issue is missing requirement regarding the support of non-square CT images by algorithm.

Event description:
When couch structures are added to an image set in the contouring workspace the resulting image size may be non-square. If the image size is non-square, a proton plan calculated with proton convolution superposition (pcs) algorithm may produce an incorrect isodose distribution resulting in a mistreatment. A customer reported an unexpected 6 mm shift of the isodose lines between two proton plans. The plans had been calculated for two separate CT images, one of which was square in x/y dimensions (512x512 pixels) and the other one was non-square (544x512 pixels). The non-square image had been created by inserting a couch structure to the image in the contouring workspace.

Event description:
When couch structures are added to an image set in the contouring workspace the resulting image size may be non-square. If the image size is non-square, a proton plan calculated with proton convolution superposition (pcs) algorithm may produce an incorrect isodose distribution resulting in a mistreatment. A customer reported an unexpected 6 mm shift of the isodose lines between two proton plans. The plans had been calculated for two separate CT images, one of which was square in x/y dimensions (512x512 pixels) and the other one was non-square (544x512 pixels). The non-square image had been created by inserting a couch structure to the image in the contouring workspace.

Manufacturer narrative:
Root cause: design defect¿software design error. No requirements existed regarding the support of non-square CT images. Proton couch structures are not available as models for support structures in eclipse. Models exist only for certain photon linear accelerator couch tops. These are not equivalent to the couch tops used on proton machines. The pcs algorithm does not support couch structures. The couch top must be incorporated into the body structure for the calculation to proceed. This may be accomplished when a photon couch structure is added to an image set in the eclipse contouring workspace, positioned posterior to the patient surface, use the boolean tool to merge the couch structure into the body contour, and the change the volume type to organ. Once this work flow is completed, the image set will be non-square. When it used with the pcs algorithm, the dose calculation will not provide a correct isodose distribution. Users must use square images with pcs algorithm for dose calculation. Varian has initiated a field action for this issue. All further information will be reported under 21 cfr 806. Issue was reported via 806.10 issue was reported via 806.10, report # z-0771-2018. Updating this medwatch per the guidance document (medical device reporting for manufacturers, guidance for industry and food and drug administration staff, document issues on november 8, 2016).